Event description:
Parent reports that four days following open heart surgery, pt developed fluid around the heart and lungs. Two separate drain placements were performed. Pt was released from the hosp. One month later, the skin incision became infected and bubbled. Antibiotics were prescribed and pt was discharged. Another month later the wound became infected. Pt was returned to the or to have "wires" removed. Two months later, skin wound became infected. Pt returned to have lower "wires" removed. No further reports have been received.